Event description:
It was reported that during log review for MDR #1828100-2014-00068, the occluder needed calibration was observed. Unexpected stall at tubing position. Per the field service representative (fsr), the perfusionist (ccp) in perfusion has experienced difficulty with the occluder becoming closed when it shouldn't be on several occasions. This split complaint and another MDR #1828100-2014-00483, were generated off of MDR #1828100-2014-00068 log review to document these other occurrences.

Manufacturer narrative:
The reported complaint was confirmed via log review. The device was not returned to the manufacturer for evaluation. The log review on occluder module (B)(4) shows on (B)(4) 2014, that the occluder reported an unexpected stall around position 1500 after calibration. This was found in the log review for MDR #1828100-2014-00068. Complaint was generated on occluder module, because the log review was from this module. This position is a reasonable position with tubing installed. Testing by the fsr found no issues with the occluder or module. It is most likely the occluder was originally calibrated without the tubing installed. This will cause the 0% position to be too low. Once tubing is installed, pulling the slider towards 0% will cause the occluder to stall sooner than the expected calibration position. This will cause the occluder to report an "unexpected stall" along with the stall position. Positions around 1500 are reasonable positions where installed tubing would cause a stall. No additional action will be taken at this time.